Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h2: additional information block b5 (describe event or problem) additional information was received that the spy ds controller was tested with another spyscope after the event and functioned as intended. As there is no reportable allegation against the spy ds controller and there was no serious injury, boston scientific no longer considers this to be a reportable event. The reportable event is complaint captured under the spyscope ds ii with emdr report# 3005099803-2026-00524.

Event description:
Note: this report pertains to one of two devices, a spyscope ds ii access and delivery catheters and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were attempted for use in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) for diagnosis. During the procedure, the physician attempted to obtain a biopsy using spybite max when visualization was lost. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event. Additional information received on february 09, 2026. The spy ds controller was tested with another spyscope after the event and functioned as intended.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices, a spyscope ds ii access and delivery catheters and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were attempted for use in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2026, for diagnosis. During the procedure, the physician attempted to obtain a biopsy using spybite max when visualization was lost. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.